Event description:
Customer reported: after one days use on a patient at hospital, the cuff pressure suddenly declined. After extubation, a nurse manager confirmed a hole in the cuff. Customer confirmed that no fault was identified during pretesting efforts. The information provided by the customer confirms that decannulation and recannulation of a replacement tube was performed. Customer confirmed that no additional harm to the patient.

Manufacturer narrative:
(B)(4). Sample associated to this report is currently in transit to the manufacturing site for analysis.